Event description:
Reportedly, the vega r58 (sn: (B)(6) was implanted via cephalic vein access on (B)(6) 2020. During an in-clinic follow-up, the physician noted a lead impedance value of 336 ohms, compared with a previous value of 411 ohms recorded in 2024. A reintervention is planned to upgrade the system to crt-d. At this time, it has not yet been confirmed whether the vega lead will be explanted or abandoned in situ.

Manufacturer narrative:
Additional information: a review of the production records confirmed that the lead associated with this report met all specification requirements during inspection. The analysis did not identify any product rejections during the manufacturing process, nor any deviations that could have contributed to the reported incident. It was reported that, as of today, no reintervention or additional follow-up has been performed. The review of the patient files is ongoing. Once the review is completed, a new follow-up MDR will be submitted with the final report (conclusion).

Event description:
Reportedly, the vega r58 (sn: (B)(6) was implanted via cephalic vein access on (B)(6) 2020. During an in-clinic follow-up, the physician noted a lead impedance value of 336 ohms, compared with a previous value of 411 ohms recorded in 2024. A reintervention is planned to upgrade the system to crt-d. At this time, it has not yet been confirmed whether the vega lead will be explanted or abandoned in situ.

Manufacturer narrative:
Summary of the investigation: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during final inspection. The files provided reveal that right ventricular impedance was measured between approximately 460 and 590 ohms from 2020 through 2022. This value then began to decrease to around 400 ohms in the follow-up data from 2023 through 2024, and further decreased to approximately 366 and 336 ohms from (B)(6) 2024 through 2025. Overall, a slight downward trend in impedance is observed over time. Regarding the ventricular threshold, real threshold tests recorded in the files demonstrate consistent right ventricular capture at 1 v / 0.35 ms. Additionally, patient records indicate a change in spike amplitude, with smaller ventricular spikes observed in episodes recorded in 2025. The progressive decrease in impedance, along with the decrease in ventricular spike amplitude, may suggest a potential lead positioning issue. An insulation issue could also be suspected. Continued monitoring is recommended to ensure impedance stability and to detect any potential degradation of electrical parameters. This will help verify that ventricular impedance values remain stable over time and also ensure that pacing remains adequate, as the patient is pacemaker-dependent. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the vega r58 (sn: (B)(6)) was implanted via cephalic vein access on (B)(6) 2020. During an in-clinic follow-up, the physician noted a lead impedance value of 336 ohms, compared with a previous value of 411 ohms recorded in 2024. A reintervention is planned to upgrade the system to crt-d. At this time, it has not yet been confirmed whether the vega lead will be explanted or abandoned in situ.